Event description:
On an unknown date, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, it was reported that the patient "will most likely have surgery due to a buried bumper. On an unknown date, follow up information was received which revealed that the patient's external bumper was set too loose which caused the entire tube to slide too far into his stomach and jejunum, which caused an intussusception in the jejunum. It is unknown what treatment was provided and whether the patient's tubing is in place or was removed.

Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.